Manufacturer narrative:
The powerpack accessory is approved per the 510(k), k130173, submitted for the m-turbo ultrasound system. There are approx (B)(4) units in the field. Internal technical support, external technical support, external distributors and the powerpack MFR have been notified of this isolated event.

Event description:
The customer reported that the powerpack accessory caught fire and started to smoke. The customer reported that there were no injuries to the user or pt. The power pack is an external battery pack extends the system battery life for performing more exams on a single charge. The system will remain operational via the system battery and external power supply w/o the powerpack.